Event description:
The patient experienced a loss of therapeutic effect and pain at the neurostimulator site after a fall. Specifically, she slipped and "fell hard" on her device. She went to the emergency room and x-rays were taken (results not reported) but the physicians there were not familiar with the device. She had a lot of pain in her back and down her legs. It was noted that the patient adjusted her stimulation as low as possible on, but it did not help her pain and her urinary symptoms seemed to be getting worse. She was at home and re-directed to her healthcare professional. Further information was requested.

Manufacturer narrative:
(B) (4).